Manufacturer narrative:
Correction: not all coding added for information provided in b5. Updated: f15 not added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturers representative regarding a patient with an implantable neurostimulator (ins). It was reported that the lead had high impedances at the 4th contact (40,000 ohms) and 14th contact (33,606 ohms).  Loss of stimulation was also noted and when trying to adjust, an out of regulation (oor) message appeared. Troubleshooting was performed by adjusting programs away from the contacts with high impedances; however, stimulation was not able to be adjusted and the issue remained ongoing. The cause of the issue is not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.